Manufacturer narrative:
The device was received for evaluation. A review of the event history log was performed and did not identify any issues related to the customer reported condition. Functional flow rate testing was performed and the device met specifications; the reported condition was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse properly; the nurse noticed the bag was still full. This was observed during patient infusion with heparin (25,000u/500ml) running at 13.9ml/hr for a volume to be infused (vtbi) of 475ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.